Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The tsr had the hp disconnect the drain line extension that the hp had been using for weeks, then press go. The hc started filling normally, so the tsr recommended that the hp change out the drain line extension. The hc was filling the hp at a normal rate and the hp continued therapy. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding reported problem. They stated that the patient has never mentioned the reuse of the drain line extension. They pd rn stated that was not within their policy and they talked to their patient about the reuse of supplies. The pd rn stated other then what was reported to them, the patient overall has been continuing with therapy okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on information provided by the patient. The patient stated the drain line extension he was using had been in use for weeks. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.